Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report as been submitted. Placeholder.

Event description:
It was reported that after insertion of a za9003 21.5 diopter intraocular lens into the left eye of a male patient, a vitreous leak was observed. The vitreous leak was attributed to the patient anatomy and was of no fault of the lens. The lens was removed requiring an incision enlargement and a suture. The physician did not insert another lens and noted the patient needs to see a retinal specialist. No product defect.

Manufacturer narrative:
Additional info: device available for evaluation - yes, returned to manufacturer - 05/29/2014. Device evaluated by manufacturer - yes. Device evaluation visual evaluation of the returned z9003 intraocular lens (iol) serial number (B)(4) was conducted. Visual inspection was performed at 18¿ distance with unaided eye revealed that the iol was returned in its original folding carton package and inside a small plastic bag. Microscopic inspection revealed surface residuals (fiber/particles) on the lens that could be related to handling of the lens in a non-sterile environment. Also, no defects related to the manufacturing process were observed in the sample returned. As cosmetic conditions were observed in the returned sample (residuals, fiber/particles) which are consistent with a lens that has been handled and removed from the eye, a result code of operational problem has been used and a conclusion code of device failure related to patient condition was used as the reported vitreous leak resulting in removal of the iol, requiring an incision enlargement and suture was due to a patient anatomic issue. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Placeholder.